Event description:
Info was rec'd in 2004 from a physician regarding a pt with a history of osteoarthritis who experienced significant flares (site unspecified) after the first injection of synvisc. The pt began treatment with synvisc on unknown date. The pt's medical history, therapy dates, concomitant medications and outcome were not reported. The pt began treatment with synvisc on an unknown date. After the first injection of synvisc, the pt experienced significant flares (site unspecified). The flare was treated with two intra-articular steroid injections (dates unknown) and the flare continued to be difficult to manage. No further details were provided. At the time of this report, the pt's outcome was unknown. Qa investigation results: the review of synvisc product release data did not indicate trends that could be associated to any product complaints.